Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that they were unsure if the out of range impedances were high or low and the cause was not determined. When asked for the actions taken to resolve the out of range impedances the hcp indicated the patient would be having their battery replaced and they would evaluate the lead placement at that time, but the battery change had not yet been scheduled. The out of range impedances had not yet been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the healthcare professional (hcp) had run impedances on the patient¿s device at 1.5 volts and 2.0 volts and it showed that all pairs with contact 1 were out of range. It was also noted that it was showing low for the battery voltage (no allegations against battery longevity) and that the patient has had the implant for 5 years. The hcp inquired it this could affect the impedances. The hcp was going to try reprogramming the patient around contact 1 to see if the patient receives efficacy from the therapy. They mentioned the next step would be to do imaging to confirm the lead had not migrated and was intact. No symptoms were reported in the event. There were no further complications reported or anticipated.